Event description:
It was reported that the huber broke at the tubing on two needles. No other information was provided. This report addresses the first needle.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was two 19ga x 0.75¿ ez huber safety infusion sets. Usage residues were abundant throughout both samples. Both infusion sets exhibited complete breaks at the proximal luer/tubing joints. The connectors were attached to the tubing with smaller tubing, which appeared to have been glued to both components, perhaps in an attempt to repair the devices. Microscopic inspection of both fracture sites revealed granular fracture surfaces. Beach marks were observed throughout both fracture surfaces. Discoloration and deformation were observed in the vicinity of the breaks. The fracture features were consistent with material fatigue failure wherein repetitive stress, likely torsional contributed to the gradual formation and propagation of a fracture. Extensive discoloration suggested that substances used for cleaning/maintaining the devices may have also contributed. Additional unidentified factors may have also contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huber broke at the tubing on two needles. No other information was provided. This report addresses the first needle.

Event description:
It was reported that the huber broke at the tubing on two needles. No other information was provided. This report addresses the first needle.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of broken infusion sets was confirmed; however, the root cause was not identified. The product returned for evaluation was one three photographs depicting two 19ga ez huber safety infusion sets with y-site. Usage residues were observed throughout both devices. Apparent complete breaks were observed at the proximal luer adapter/extension tubing joints. The luer adapters appeared to be attached by tape-like material. While damage was evident in the submitted photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and material fatigue. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.